Event description:
On or about (B)(6) 2016, a heparin drip was started on a pt around 4pm and the entire bag infused in just under 2 hours. The pt had a history of gi bleed, so protamine was given. The pt subsequently had a drop in his hct and received 2 units of blood. CT was done, which was negative and ultimately the pt was fine. The baxter/sigma spectrum infusion pump was set to infuse at a rate of 14.8ml/hr per hour from a 750ml volume bag.